Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the power supply is delivering intermittent power and the beeping sound is faint. Biomed test the power supply and it works fine. The cvtm believes that the cause of this issue is the hemopro2 adaptor. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).